Event description:
The customer reported that their loudspeaker was faulty. The loud speaker could only be heard by pressing ones ear to the speaker. The device was not in use on a patient at the time of the event.

Event description:
The customer reported that their loudspeaker was faulty. The loud speaker could only be heard by pressing ones ear to the speaker. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.